Event description:
Pump delivered more medication than intended. On an unspecified date, the pump was programmed in the continuous+bolus mode to deliver dilaudid 1mg/ml at a continuous rate of 2mg/hr, no loading dose, a 2mg bolus dose every 10 minutes, a 10 minute patient lockout and a container size of 100ml. At an unspecified time the nurse was planning to program the pump with a new container when it was noted the 100ml container was empty; however, the pump display indicated that 42.6ml remained to be delivered. The pump was removed from clinical service. There were no reported adverse patient effects. No medical interventions were required. Though requested, no additional info was provided.